Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the edwards clinical specialist (cs), four days post tavr procedure, the patient expired. The official cause of death is unknown although the physician believes that it may have been due to an aortic dissection.

Manufacturer narrative:
Additional information received from the autopsy report indicated that one day post transfemoral tavr procedure, the patient was noted to have paroxysmal atrial fibrillation at times with a regular wide complex rhythm with rates below 40 beats per minute, periods of profound first-degree av block, type I and ii secondary av block, and transient high-grade av block. On post op day 2 ((B)(6) 2013), a pacemaker was installed due to the risk of permanent high grade av block. On (B)(6) 2013, the patient was found cyanotic with agonal respirations and pulses. A cardiac echo showed no tamponade and complete left ventricular standstill. CPR and intubation were initiated. The patient did not respond to CPR efforts, and the patient was pronounced dead. The official cause of death was noted as acute aortic dissection, limited to ascending aorta and associated with hemopericardium (300 ml) and cardiac tamponade. Internal examination revealed the patient had sustained a 3cm intimal tear involving the ascending aorta 2 cm above the aortic valve which had caused a dissection of the ascending aorta and resulted in a hemopericardium. The bioprosthetic aortic valve was intact and properly positioned without any evidence of perivalvular leak. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. Additionally, per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the (B)(4) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause of the reported aortic dissection and av block cannot be determined, however, it is possible that the patient¿s underlying co-morbidities(aortic atherosclerosis and stenosis, calcific coronary atherosclerosis, advanced age )and procedural factors may have caused or contributed to the events. It was reported that during the autopsy the patient¿s sapien valve was intact and properly positioned without any evidence of perivalvular leak. The patient was noted to have tolerated the tavr procedure well. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.